Event description:
There is an infection at the anchor site. There was no infection with the g-tube, only the anchor site. The physician had the patient return and re-adjusted the anchor but it did not make a difference. The anchor was removed one week later. No harm or adverse to the patient other than at the infection site which was treated.

Manufacturer narrative:
The complaint device was not returned for investigation; however, a review of the device complaint history, drawings, instructions for use (IFU), quality control (qc) procedures, and trends were conducted during the investigation. Quality control personnel confirm 100% that the suture anchor is correctly loaded in needle, confirm suture is securely clamped between vent plug and needle hub, and confirm the suture is not damaged the suture between the retention mechanism and anchor are also verified to be free of knots and should not be frayed. The instruction for use (IFU), states, "while maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor introduction. Remove the introducer needle over the wire guide with the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall." The IFU also states, "note: the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." Finally, in step 12, the IFU states "note: use of a single point gastropexy anchor is not recommended." Measures are being taken to prevent future occurrences of this nature. The appropriate internal personnel have been notified. Complaints of this nature will continue to be monitored.

Event description:
Information was provided although there was no infection with the g-tube, an infection was noted at the anchor site. The customer does not give indication of how tight the anchor was pulled at initial placement. Add'l info was provided on may 5, 2015 stating that the anchors were in place three to seven days before it was infected.

Manufacturer narrative:
Pt info not provided by reporter. Date of event not provided by reporter. Lot # not provided by reporter. Expiration date unk as lot # is unk. (B)(4). The event is current under investigation.